Event description:
It was reported that the pt experienced high impedances (>10,000ohms) and a lack of therapy. The impedance could not be programmed around. The stimulator did not respond to palpation. There were no findings observed with x-ray. Add'l info has been requested from the hcp, but was not available as of the date of this report.